Manufacturer narrative:
It was reported that a female patient underwent cardiac ablation procedure for atrial tachycardia (at) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event was discovered after ablation, during post-procedure study. At the end of the case, the patient's heart rate increased (550ms to 520ms). The intracardiac echo (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 200cc of fluid was auto transfused back to the patient. Patient was stable at the time of the call. Procedure was completed at the time. The physician initially stated that the issue may have occurred when the ablation catheter was advanced into the right ventricle. Pentaray catheter and vizigo sheath were also utilized in the procedure. The patient¿s condition is fully recovered. Extended hospitalization was needed to monitor the drain from pericardiocentesis. Originally it was reported that unk_brand reprocessed diagnostic catheter and unk pentaray were concomitant products in this procedure. Additional information was received on (B)(6)2021 clarifying that the two extra products that were returned were used in the same case. Therefore, this clarified the product information for the two reported unknown product catheters. The concomitant product section was updated. The unk_brand reprocessed diagnostic catheter was updated to 7fr decan,11p,d,2.4mmle,282mm (product code r7d282ct). The unk pentaray was updated to pentaray nav eco 7fr, d, 4-4-4 (product code d128210). The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)2021. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30430780m number, and no internal action related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade for this reason. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430780m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure for atrial tachycardia (at) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event was discovered after ablation, during post-procedure study. At the end of the case, the patient's heart rate increased (550ms to 520ms). The intracardiac echo (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 200cc of fluid was auto transfused back to the patient. Patient was stable at the time of the call. Procedure was completed at the time. The physician initially stated that the issue may have occurred when the ablation catheter was advanced into the right ventricle. Pentaray catheter and vizigo sheath were also utilized in the procedure. In a later response, the physician¿s opinion was that the event was caused when a diagnostic catheter (a reprocessed device) went through right ventricle myocardium. Transseptal was performed with a brk needle with sl1 sheath. There was no evidence of steam pop. There were no error messages observed on the biosense webster, inc. Equipment. Graph, dashboard, vector and visitag were used for force visualization. The visitag settings were 2mm for 4 seconds, tag size 3 and no force-over-time. Impedance drop was used as additional filter. Time was used for color option. The patient¿s condition is fully recovered. Extended hospitalization was needed to monitor the drain from pericardiocentesis. Since the model of the reprocessed device was not provided, the event was conservatively assessed as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).